Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that faulty latch on drawer 4. A field service engineer, replaced latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the tower door 4 has failed. The customer stated that there was delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.